Event description:
A customer reported damage to the housing and usb port of their pump, though it did not impact the ability to charge the device. The pump, which was under warranty, could no longer be guaranteed watertight due to the damage, possibly from normal wear and tear. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, providing one with updated software, and instructed the customer on returning the damaged pump and setting up the replacement. The customer agreed to follow the provided instructions for returning the device and setting up the new one. Customer will continue to use current pump.